Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-444a-1902: the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the metal cap exhibits moderate detritus adhesion and crystal deposits at the output window. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure the fiber was noted to exhibit "fiber tip broken" at 290,895 joules and 34:00 minutes of usage. The procedure was completed with the use of a second fiber. Patient outcome: no injury to patient reported.